Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.   A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional information has been received to date. Should additional information become available, a follow-up report will be submitted.  (B)(4).

Event description:
End user reports approximately 3 weeks ago he developed a rash underneath the negative-pressure wound therapy (npwt) dressing that is near as well as under the wafer. Red rash weeping was observed under the tape collar as well. He was seen by his physician who diagnosed him with a yeast infection and dermatitis, and was prescribed diflucan, topical nystatin powder and cream for treatment. It was reported that the area is no longer weeping but mirrors the size and shape of the tape collar. He states the other areas have cleared, except for under the tape collar. It is the end user's opinion that he may have a sensitivity or allergy to the tape collar and he is cutting the tape collar off and today started a self-directed patch test.